Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that foreign matter could not be removed even after physical damage to the equipment and appropriate reprocessing. It was confirmed that the air/water nozzle is deformed and there were no obvious deviations in reprocessing. The inspection method for the event is described as follows in the instructions for use: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". "[Inspection of entire endoscope] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] when using the air/water button 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was leakage from the joint between the operation part and the insertion part/intake on the evis lucera elite gastrointestinal videoscope device. The device was returned to olympus for evaluation and the customers allegation was confirmed and likely due to a pinhole on connecting tube, water tightness is lost. The device evaluation also found that the nozzle has foreign objects inside. Due to clogging of nozzle, water removal ability does not meet the standard value. No patient or procedure was involved with this finding, and no patient harm was associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed and likely due to a pinhole on connecting tube where water tightness is lost. The device evaluation also found that the nozzle has foreign objects inside. Due to clogging of nozzle, water removal ability does not meet the standard value. Additional device evaluation findings are as follows: due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of u/d knob is out of the standard value, bending section cover has a scratch, a crack, and a white-clouded area, adhesives around objective lens has white-clouded area, adhesives around light guide lens has white-clouded area, plastic distal end cover has a burn, connecting tube has coating peeling, has a scratch, and some buckling and wrinkling, switch 1 has a scratch and wear, and switch 4 does not work due to damage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.